Manufacturer narrative:
Product event summary: the lead was returned for analysis and performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right ventricular (rv) and right atrial (ra) leads had a slow rise in impedance and the impedance was now high. Upon opening the pocket, it was noted that leads had no slack and were twisted around each other; the physician suspected that the patient was twiddling. The leads were explanted and replaced. No further patient complications have been reported as a result of this event. Pacing impedance abnormal conclusion not yet available-evaluation in progress impedance issue high impedance twiddlers syndrome results pending completion of evaluation leads/accessories imped pacing atrial oor high leads/accessories imped pacing atrial trend rising.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to a cut. The distal conductor of the lead became extrinsically fractured due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that visual inspection found the distal and proximal conductor were cut on proximal portion due to explant damage. There is no conductor fracture or insulation breach in vivo was observed. If information is provided in the future, a supplemental report will be issued.